Manufacturer narrative:
Concomitant medical products: esbf3214c103e stent graft implanted on (B)(6) 2017, etlw1613c124e stent graft implanted on (B)(6) 2017, and etlw1613c156e stent graft implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred, where vegetation was noted to be on the right ventricular (rv) lead. The full implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.